Manufacturer narrative:
12-intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of a broken cable. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of a broken pitch cable is attributed to a component failure. The instrument was also found to have the plastic proximal clevis broken. The broken piece was not missing as a result of breakage. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The root cause of a broken proximal clevis is attributed to the user. A review of the instrument log for the permanent cautery hook (part # (B)(4) / lot # n10200113 0011) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2020 on system sk1127, with 1 use remaining. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the cable of the permanent cautery hook instrument was found to be broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.